Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that beginning last week the patient has to recharge every 12 hours. The patient was programmed with hf at the beginning of 2017 and was charging about every 2 days, but for the past week they have to charge about every 12 hours. The patient can tell that their ins has gone out because their pain returns in their foot and goes up their leg. There have not been any setting changes since the hf, the patient has full coupling, and recharges until the ins is full. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.